Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, an unspecified malfunction occurred. The customer's blood glucose ranged from 200-300 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, the battery fluctuation issue could not be identified due to the malfunction issue. Additionally, a different issue was identified.